Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Visual inspection of the device confirmed the teflon pad was separated from the grasping section exposing metal. There was no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique.the instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a device failure occurred described as either the teflon pad burned off or probe damage. The surgeon used a harmonic scalpel to complete the intended procedure. There was no patient injury reported. No additional information was provided.